Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became nonresponsive with an unresponsive touchscreen and wake button despite a full charge, and standard reboot steps did not restore function, consistent with a hardware malfunction of the user interface/display component. Symptoms included no clinical effects, and blood glucose was reportedly unaffected. Outcomes included temporary cessation of pump therapy with transition to multiple daily injections, continued cgm use, and device replacement. Investigation included troubleshooting with attempted hard reset and arrangement for device replacement and return. Investigation of this device revealed a device malfunction involving the display/touchscreen and power controls, with failure to respond to input or power cycling, indicative of a device hardware failure. The device was returned functional, however a retest on liquid ingress found a leak path. Opening the device found that the rtv sealant was only adhering to the display assembly side of the sealing interface. Evidence of liquid damage was found and therefore the device shall be scrapped.